Event description:
Hospital staff responded to a cardiac arrest, pt in v-fib when staff arrived. Disposable defibrillation electrodes were attached to the pt. Reportedly, the device operator tried twice without success the device operator tried twice without success to deliver a shock. On the third attempt the device did deliver a shock. The pt was not converted and another shock was delivered. The pt's outcome was not reported. The reporter stated there was no adverse affect to the pt as a result of device operation.